Event description:
It was further reported that the patient was still not getting therapy although they were maintaining the charge on their battery. X-rays were taken and reviewed by their doctor. It was determined that the leads would need replacement. The manufacturer representative had not seen the x-rays. There was no date set for the lead replacement at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3708120, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID: 3708120 serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID: 3776-45, serial# (B)(4), explanted: (B)(6) 2014, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted:(B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3776-45, serial# (B)(4), explanted: (B)(6) 2014, product type: lead.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Follow up information received reported that the patient had a lead replacement procedure on (B)(6) 2014 performed by their managing physician. The patient then had a return of the implantable neurostimulator (ins) therapy with ¿great coverage¿ of their painful areas and was very satisfied. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had a loss of stimulation sensation. The problem began 5 days prior to the report and the patient could not feel paresthesia. All impedances showed >40,000 when tested at 3.0v. The patient had not had any trauma or accidents recently. At 450 microseconds and 60 hz the patient could not feel any stimulation on the day of the report at 10.5v. Reprogramming was attempted but could not resolve the issue. The patient noted that there was no trauma to the device. It was further reported that the patient was going to have imaging performed to determine system integrity. The patient was still not receiving therapy with their stimulator. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.